Event description:
Customer reported a malfunction alarm with pump. Blood glucose level did not exceed 500 mg/dl, and specific values were not reported. Customer will use mdi as backup therapy, and technical support arranged to replace the pump.